Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported there were multiple events in which the customer did not observe insulin dripping out of the cartridge tubing during the load fill tubing sequence. Blood glucose level was in the 400's mg/dl range. A cartridge change was performed resolving the issue each time.